Manufacturer narrative:
No sample has been received. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. Non-conformance (ncr) (chevron width documented out of specification(oos)) was found in the packaging record. The investigation also noted brown spots on silicone release paper (srp). Product was isolated, inspected, and nonconforming material removed. There is no impact to the complaint. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing was hard to remove from the patient's skin. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.